Event description:
Please note that the complaint below involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient caregiver contacted (B)(6) customer service to report that the patient is allergic to the 16-1527-7, transpore-plastic trans. Tape. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).